Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a lower right side hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia was present prior to the start of pd therapy; however, it was reported to be diagnosed after the start of pd therapy. The cause of the hernia was reported due to "pressure from dialysis". Thirteen days prior the receipt of this report, the patient was admitted to the hospital. Also that same day the patient underwent a surgical procedure to repair the hernia. On an unknown date, the patient's pd catheter was removed and the patient was switched to hemodialysis. The day after the receipt of this report, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. No additional information is available.